Event description:
It was reported by the customer "as I am in CT today the port patient I injected ended up having contrast leak out of the secondary tubing which was clamped and did have a hub (ICU medical product) on the end of it. Unsure if this is an issue with supply quality or if it has to due with our contrast being room temp. So the contrast being used is likely omnipaque 350. The port access devices we use is the safety infusion set 20gx0.75 in. (0.9mmx19mm). They are powerloc ez brand. I replace both ports with proper hubs/microclaves. "

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regv1227 showed one other similar product complaint(s) from this lot number.